Event description:
It was reported that the insulin gauge on the pump displayed a different amount than expected, with a fill estimate showing 155 units instead of the anticipated 235 units, resulting in a discrepancy greater than 30 units. There was no adverse impact to the customer¿s blood glucose level. The customer completed steps to remove air and used room temperature insulin, but overfilled the cartridge. After receiving instructions to avoid overfilling, the customer chose to continue using the current cartridge.